Manufacturer narrative:
Product investigation complete. The ams 800 device was visually and microscopically inspected. There was a pinhole leak in the cuff that was the result of wear and fatigue at a corner of a fold in the cuff. The balloon was not functionally tested due to the cuff leak. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The complaint was confirmed for fluid loss. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing cuff and balloon were removed and replaced. During the procedure fluid loss was noted on the system. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided. Product investigation completed. The aus was visually and microscopically inspected. There was a pinhole leak in the cuff that was the result of wear and fatigue at a corner of a fold in the cuff. The balloon was not functionally tested due to the cuff leak. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The complaint was confirmed for fluid loss. No more information available at the moment. Should additional information become available, it will be provided.